Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen. On (B)(6)2023, the patient experienced a missing sensor wire which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient was not able to see the sensor wire after the sensor was removed, and when he experienced soreness on the place where the sensor wire was inserted, he thought the sensor wire was stuck and went to the doctor to have it checked out. The doctor examined the area where the patient thought the sensor wire could be, however no sensor wire was found. The doctor prescribed an oral antibiotic, name, and dosage unknown. At the time of the report the patient was doing fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.